Manufacturer narrative:
Final analysis confirmed the reported insulation anomaly. Visual analysis found multiple external abrasions which breached the outer insulation and exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the right atrial lead exhibited auto mode switch episodes, as a result the physician suspected the lead was fractured or had an insulation anomaly. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.